Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that complex primary knee resulted in the use of a sz 5x15 ps rp attune insert. The insert expiration date on the package was 2023-07-31 with a 5 year expiration from the date of manufacture. Subsequent to the manufacture date, dps had validated the sterility from 5 years to 8. The packaging was to be re-labeled with expiration dates based on the 8 year validation, but only this insert nor any other inserts in the account had been relabeled. It caused concern to the surgeon, hospital, and patient.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with the reported event was not returned. A manufacturing record evaluation was performed for the finished device product code:151650516 lot number:8869575 and no non-conformances / manufacturing irregularities related to the malfunction were identified manufacturing date: 2018-08-10 expiry date: 2023-07-31 quantity: (B)(4). The investigation could not verify or identify any product contribution to the reported event with the information provided as the reported device was not returned for evaluation. Based on the investigation findings and the inability to confirm the reported event or draw any conclusions about the root cause, it has been determined that no corrective and/or preventative action is proposed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.   Device history lot : a manufacturing record evaluation was performed for the finished device product code:151650516 lot number:8869575 and no non-conformances / manufacturing irregularities related to the malfunction were identified.